Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that user experienced a high blood glucose of 400 mg/dl. The user alleged the insulin pump was under delivering insulin due to boluses with insulin pump and blood glucose not going up. Customer treated with syringe. Customer stated insulin pump was not working properly. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.